Manufacturer narrative:
Ge healthcare has completed its investigation. Multiple requests were made to obtain additional information, but no further details were provided. The customer did not provide any details about what medication was given, the patient's current condition, the timeline of events, or the accessories used. The device was sent to ge healthcare's depot repair center for evaluation. The device was thoroughly inspected and tested; however, the issue could not be reproduced. In a review of historical data, no adverse trends were identified. Based on the limited information available, the root cause could not be determined. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Manufacturer narrative:
Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188. A1-6: not provided by the customer. B3: not available at this time. Ge healthcare's investigation is in-progress. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that incorrectly high nibp readings were provided for which the patient was administered unnecessary medication.